Manufacturer narrative:
The customer called to order a replacement battery.

Event description:
It was reported to philips the device battery not charging. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.